Manufacturer narrative:
One device was received for evaluation. Functional testing revealed a damaged downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a faulty remote dose connection port; however, the device evaluation noted a damaged downstream occlusion sensor. There was no reported patient involvement.